Manufacturer narrative:
B5 - correction: lens was implanted into the patient's left eye (os). Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -14.50/+3.5/087 into the patient's right eye (od) on (B)(6) 2022. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault. This resolved the problem. The reporter did not give a cause for the event.